Manufacturer narrative:
The manufacture date was 04/25/2016-04/26/2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was returned and evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device underwent functional flow rate testing and it was determined to be within specifications. The reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the half day infusor did not completely infuse the patient with desferrioxamine (1500mg) in sodium chroride 0.9% (40ml). The patient began to infuse in the evening and 16 hours later, the care giver noted that the infusor did not completely infuse the patient with the total volume. There was no patient injury or medical intervention associated with this event. No additional information is available.